Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a lasso¿ electrophysiology catheter and foreign material was discovered. The physician found an unknown object on the tip of the catheter and the object could not be removed. This object was noticed after use of the catheter after it was withdrawn from the patient. There was difficulty experienced while maneuvering and or during the withdrawal of the catheter. The catheter was changed and the procedure was completed with no patient consequence. This issue is MDR reportable because if foreign material is found adhered to the catheter within the usable length during the procedure, including plastic, then this poses patient risk such as embolism.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 05/19/2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a lasso¿ electrophysiology catheter and foreign material was discovered. The returned catheter was visually inspected and it was found in normal condition, no foreign material was observed on the catheter tip. Then the catheter outer diameter was measured and it was found within specification. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. The customer complaint cannot be confirmed. The foreign material reported wasn't observed, for this reason the investigation cannot be performed.